Event description:
Upon switching from "ventilator" mode to "bag" mode, unable to ventilate pt due to inability to generate positive pressure in the breathing circuit. Machine continued to function well in "ventilator" mode and pt suffered no harm. Examination of the machine revealed a broken bracket which allowed the "ventilator exclusion valve" to fail to seal in bag mode.